Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug ii (avpii) was implanted to close an aortic paravalvular leak (pvl). A hydrosteer guidewire was also used with this device. On (B)(6) 2018, the patient had a CT and a contained left ventricular rupture was noted. This was not noted on the pre-procedure CT and was not noted on the last CT. Per the user, it is not known how or when this occurred or if it was caused during the procedure, as the rupture was not seen during the pvl procedure. The patient is reported to be stable and will be monitored. There is no plan for any further intervention at this time. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of "a contained left ventricular rupture" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The hydrosteer guidewire instructions for use (IFU) cautions that the reinsertion of the guidewire through the catheter lumen can be useful in straightening out the preformed curves and minimizing trauma to the vessel during removal of the catheter. The hydrosteer guidewire instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit.

Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug ii (avpii) was implanted to close an aortic paravalvular leak (pvl). A hydrosteer guidewire was also used with this device. On (B)(6) 2018, the patient had a CT and a contained left ventricular rupture was noted. This was not noted on the pre-procedure CT and was not noted on the last CT. Per the user, it is not known how or when this occurred or if it was caused during the procedure, as the rupture was not seen during the pvl procedure. The patient is reported to be stable and will be monitored. There is no plan for any further intervention at this time. (B)(4).